Event description:
The customer reported that they could not acquire ECG leads on a pt with pea (pulseless electrical activity).

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and this complaint remains under investigation. A follow up report will be submitted, upon completion of the investigation.